Event description:
It was reported the catheter was placed into the right radial artery of a (B)(6) male cardiac arrest patient with some psych history and no medical past in the cctc. The physician positioned the catheter well above the patient's wrist under ultrasound and the catheter functioned well initially. Approximately 10 hours after insertion the waveform suddenly dampened. Less than 24 hours after insertion the waveform was lost and they were unable to draw blood back. As a result, the line was discontinued and a new catheter was placed successfully. There was no delay in treatment and no patient death or complications reported. It was noted it is the hospital protocol post-arrest to cool the patient and paralyze them. The patient's temperature was 37.3.

Manufacturer narrative:
(B)(4).